Event description:
It was reported that the customer stated that the incident happened to them when they put down the blakemore for few months ago. Was very difficult to pull out the stoppers, had to use a set of clamps from the procedure kit.

Manufacturer narrative:
The reported event was confirmed by CAPA association to be design related as per CAPA # 11273661, the root cause for this failure is: the difficulty to remove the plugs of the long form catheters can most likely be attributed to the provision of insufficient instructions. Consequently, users resorted to incorrect techniques, resulting in complications and delays during the plug removal process. The instructional insufficiency occurred because plug removal was not identified as a critical risk in the risk management file. A risk review and labeling review are not required because the investigation was confirmed by the CAPA # 11273661. A DHR review was not required because the investigation was confirmed by the CAPA association. A CAPA # 11273661 has been opened for this failure. Refer to the CAPA for further action. Correction: d,e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the incident happened to them when they put down the blakemore for few months ago. Was very difficult to pull out the stoppers, had to use a set of clamps from the procedure kit.

Event description:
It was reported that the customer stated that the incident happened to them when they put down the blakemore for few months ago. Was very difficult to pull out the stoppers, had to use a set of clamps from the procedure kit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: brightshores health system (fka grey bruce health services hospital corporation). Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.